Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results - the resolution 360 clip was not returned for analysis; therefore, a technical analysis could not be performed. Based on the available information the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, based on the event description and information provided by the customer there is not even evidence to determine whether the issue was induced due to the physicians technique during the procedure or if it was related to a device malfunction. Based on the most relevant information for the complaint including product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process, the definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. A review was completed of the device history record (DHR) for the device. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. No further information has been obtained.